Manufacturer narrative:
Per report, " customer got this through her insurance and uses nebulizer 4 times a day but starting today it stopped working bubbling up in the container but doesn't reach the mask -nebulizer liquid doesn't come to mask bubbling up in the container but doesn't reach mask to inhale." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, " customer got this through her insurance and uses nebulizer 4 times a day but starting today it stopped working bubbling up in the container but doesn't reach the mask -nebulizer liquid doesn't come to mask bubbling up in the container but doesn't reach mask to inhale."